Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that the patient's contact lens ripped while in the eye (os), and as a result, the patient experienced eye pain. The patient believes that an infection is the cause of the eye pain. The patient has not received any medical treatment. The event is being reported out of an abundance of caution based on the alleged infection in the absence of medical information.